Manufacturer narrative:
The insulin pump had button error alarms and no button response due to corroded keypad traces. No stuck buttons, ramping numbers on their own, or scrolling bar moving anomaly noted. The device had a scratched lcd window, cracked case near the display window corners, and cracked reservoir tube near the reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 121 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.